Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The blood glucose level was 400 mg/dl. Customer stated that the insulin pump was alerting after the battery change was battery out limit. Customer stated that the insulin pump was not alarming at the time of call. Customer also stated that there was a blood at the site. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.